Event description:
The doctor reported giving the following injections in preparation for restorations on #'s a, k, t. 1) maxillary right block, 2) mandibular right block, 3) mandibular left block. While giving injection #3 the needle separated from the hub and was lost in the tissue of the mandible. The pt was referred to an oral surgeon who removed the needle under general anesthesia that afternoon.